Event description:
What happened: cvad (central venous access device) PICC dressing (peripherally inserted central catheter) kit was missing the chg (chlorhexidine gluconate) prep applicator, which is needed during cvad dressing change. This required the PICC line dressing rn (registered nurse) to request a chg applicator from the supply room, prolonging the procedure and prolonging the time the PICC insertion site was exposed to air. Supply pyxis in both sides of the unit were checked, and all other dressing kits had the applicator present. What should have happened: chg applicator should have been included in the kit. How did it affect the patient: cvad insertion site was exposed for additional minutes while another staff member obtained proper chg applicator.